Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a broken casing issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began approximately "2 weeks ago" prior to contacting lfs, after the meter fell and was ran over by a car. She stated that she manages her diabetes with levemir and novolog (sliding scale) and due to the alleged issue on the "same day the issue occurred" she continued taking her usual dose of medication. Reportedly "on the same after the meter got broken" she felt "tired, confused and passed out". The patient reported that she tested her glucose with a friend's meter and obtained a glucose result of "24 mg/dl". She stated on "the same day" emergency medical services was contacted and treated her with a glucagon injection. During the initial call with customer service, the agent noted that the patient had discarded of the meter after it was run over. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.